Event description:
Five days after implantation with a cochlear implant, this pt presented with intercranlal blood around the implant location. Pt is being hospitalized for stroke-like symptoms and lack of responsiveness as well. There are no plans for activation of their device at this time. Their clinical progress will be followed closely.